Event description:
The doctor reported that one of his pts from 2001 came into the hospital emergency room with a small pin failure. The pt refused treatment and was transferred to another area hospital. There is no other specific info available.